Event description:
Approximately one year postop, the set screws at right t11 and right t12 were noted to be disengaged on radiograph. The patient is asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
The implants remain in-situ. The identifying lot numbers were not provided; therefore, a review of the device history records could not be performed. The root cause could not be determined at this time. If additional information is received, a supplemental report will be submitted.